Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen screen. The time clock on the insulin pump did not advance. The insulin pump's buttons did not begin to work after 5 minutes of battery change. The insulin pump screen did not turn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with flashing medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case on battery tube side and pillowing keypad overlay.